Event description:
(B)(6). It was reported that during a stenting treatment procedure, difficulty withdrawing and stent damage occurred. There were two target lesions treated at the index procedure. The first lesion was located in the distal left anterior descending coronary artery. It was treated with predilation and placement of a 2.5x12mm promus element stent resulting in 0% residual stenosis. The second was a 99% stenosed and 14mm long target lesion located in the first obtuse marginal coronary artery with a reference vessel diameter of 2.5mm. A 2.5x16mm promus element stent delivery system was advanced to the target lesion, but it was unable to cross the lesion. The stent delivery system was pulled back into the non bsc guide catheter, and resistance was encountered. It was noted that the stent and catheter were not perfectly coaxial, so the stent was damaged at the orifice of the guiding catheter. The site confirmed that the stent did not dislodge or move on the balloon. The procedure was completed with another of the same device resulting in 0% residual stenosis. No patient complications were reported and the patient was discharged the next day. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).